Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly customer's blood glucose level was mid 200 mg/dl. During system check with tandem technical support occlusion was determined to be at the infusion set site. Customer indicated that infusion set brand would be changed.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received, a supplemental form will be completed.